Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon investigation the charger/modem was unable to power up. It was discovered that d601 (12v power supply) on the bedside board was dislodged. The root cause for the dislodged d601 component could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a battery charger/modem indicating that it will not power on.